Manufacturer narrative:
(B)(4). Pentax video colonoscope model ec-3890fi is not distributed in the USA, therefore the PMA/510(k) number is not applicable. The pentax service field technician inspected the colonoscope and no defects were found which could have caused or contributed to the event. This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating "during a colonoscopy on a (B)(6) years old patient, the scope stuck in the colon and it was not possible to remove it. (60cm inside the patient). The doctor call the firefighters to carry the patient into the hospital to remove the scope. In the hospital the scope could be removed easily. The doctor assumed that the patient had a spastic colon and the spasm has come loose because of the transport and some medicine," involving pentax model ec-3890fi/serial (B)(4). The pentax service field technician inspected the colonoscope and no defects were found which could have caused or contributed to the event.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On 25/oct/2016, a device history review was performed which confirmed the scope was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information regarding this event has been received from the facility, therefore, pentax medical considers this medwatch report closed.